Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level as the records do not indicate any impact. Technical support resolved the issue by arranging for a replacement pump. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy.